Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a "low" blood glucose (bg) level; value was not provided. Bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 45 mg/dl were recorded by continuous glucose monitor (cgm) from 3:12:35 pm to 3:27:35 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 3:02:35 pm. On (B)(6) 2020, at 9:37:27 am, 10:02:35 am, and 12:13:39 pm, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. On (B)(6) 2020, at ¬9:48:36 am, user entered in a bg of 289 mg/dl, with an iob of 2.7353 units. As the user had sufficient iob, 0.24 units were recommended. User overridden the recommended bolus size (0.24 units) and made a manual bolus request of size 0.5 units. Making bolus requests without entering current bg and overriding the recommended bolus size, while still having iob could lead to a low bg event. Blood glucose (bg) values from 47-51 mg/dl were recorded by continuous glucose monitor (cgm) from 6:42:35 to 6:57:35 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 6:42:35 pm. On (B)(6) 2020, user made a bolus request of size 0.48 units, approximately 3 hours prior to the low bg. On (B)(6) 2020, user received an automatic bolus of size 0.7919 units approximately 2 hours prior to the low bg. The cause of the low bg could not be determined based on the review conducted. There is no evidence that the pump experienced a malfunction or failure.